Event description:
Procedure type: colon resection. According to the reporter: after dissection using the robot, they used the endo gia to transect the colon. The first firing went across easily. During their second firing, the staples did not fully fire and the firing resulted in malformed staples. Due to the lack of continuity of the staple line, the surgeon had to increase the incision size by approximately 2 inches to be able to place a contour distal to the staple line. Bleeding was minimal and did not exceed 250cc. However, due to their having to extend the incision to fit the contour, it did extend the case by approximately 45 minutes.

Manufacturer narrative:
(B)(4).